Event description:
It was reported the distal cover came off of the duodenovideoscope during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure for choledocholithiasis, abdominal pain, nausea and vomiting. Procedural challenges during the procedure included: the patient was endotracheally intubated. The distal cover fell off as the scope was being withdrawn at the conclusion of the procedure through the gastric lumen to the esophagus. The distal cover was retrieved endoscopically using a roth retrieval net. The patient did not experience any adverse effects due to the reported event. The patient's current condition is reported as no problems noted related to the procedure. There was no abnormality in the appearance of the scope or distal cover before or after the procedure. No anti-fogging agents were used during the procedure. Patient identifier (B)(6): maj-2315, lot h1118. Patient identifier (B)(6): tjf-q190v, serial (B)(4).

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This event has been reported by the importer on MDR#2429304 - 2022 - 00049.

Manufacturer narrative:
This report is being supplemented to provide a correction to the legal manufacturer's final investigation and a correction to h6. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual. The indicated event was not reproduced. (Maj-2315 lot h1412 was used for reproduction confirmation). The parts supplier conducts sampling inspections of three (3) parts for each production lot and confirmed the parts conformed to the specifications. Quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. The root cause of the issue could not be conclusively specified. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product had not been returned, and the details of the occurrence situation could not be confirmed, therefore, the cause could not be determined. The probable cause was likely the following: -the cover was easily removed from the scope due to insufficient attachment to the scope. Complaint history review: a similar complaint from another facility was patient identifier c22331371. There was no similar complaint at the same facility. The instructions for use (IFU) provides the following guidelines: as described in the IFU "7.3 attaching the distal cover" (p.11 to p.13): please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover. Olympus will continue to monitor for similar complaints.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history record (DHR) review. The DHR for this device was reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The legal manufacturer tried to replicate the reported failure using a distal cover (lot. H1412), and confirmed that the distal cover will never come off when it has no damage and it is correctly attached to the scope. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to insufficient attachment of the cover to the scope. The instructions for use (IFU) states the following: "7.3 attaching the distal cover" (p.11 to p.13), please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Olympus will continue to monitor the field performance of the device.